Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 505 mg/dl and current blood glucose was 275 mg/dl. The customer treated high blood glucose with the bolus and declined troubleshooting for high and low blood glucose. Customer reported the following symptoms related to their high blood glucose were weak legs, feeling shaky. The device is not expected to be returned for analysis.